Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient received an injection of vancogen 1 gram, intraperitoneally (frequency not reported) and piperacillin (route, dose and frequency not reported). The cause of the peritonitis was a breach in aseptic technique further described as ¿attendant doing pd therapy without proper training.¿ it was reported the patient was not hospitalized for the event. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.